Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during flap creation, the edge of applanation started to creep as resulted in an incomplete side cut on the nasal side at the one o'clock position. The surgeon used beaver blade and scissors to the small area of the incomplete side cut and the treatment on both eyes was carried out successfully. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to surgery date and device met specifications as service installation record. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The energy was stable during the whole day. The logfile shows twelve successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded, however root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).